Manufacturer narrative:
This event was reported in the q2 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information, or event date, and therefore, cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible, and no further information will likely be made available concerning the event. Event summary: a battery with unknown serial number was not returned for evaluation. The reported "battery going off" event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused, or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not providing power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, improper weld and/or due to a soldering defect. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery "went off". The battery remains in use. No patient complications have been reported as a result of this event. This event was reported in the q2 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information, or event date, and therefore, cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.